Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data was received and analyzed. Analysis of the data indicated pacing capture threshold in the left ventricle was high. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was exhibiting high thresholds. Lead polarity was reprogrammed with no better results. The lead remains in use. No patient complications have been reported as a result of this event.